Event description:
Event description: no more details provided by distributor representative. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue?: another one device was necessary to finish procedure what is the next course of action?: reapproach to explant the parts of external layer of zipwire patient present at time of event?: yes patient complications: other provide details for "other" patient complication: future implications still unknown, but scraps leaved in patient. Surgical re-approach needed. In the physician's opinion, did the device or procedure cause or contribute to the patient complication?: unknown medical or surgical interventions: future surgical re-approach needed. Patient admitted to hospital beyond the standard of care: unknown patient outcome: the issue is ongoing device acquired from a distributor?: yes handwritten medical report attachment: during the surgical procedure, it was necessary to use a second hydrophilic guidewire because the procedure was performed in both cases, as well as two double j catheters. 07 may 2026- additional information from distributor's report: was issue present upon opening package? No type of procedure: percutaneous nephrostomy indication: kidney stone patient weight- unknown patient birth date-unknown. Is future explant or revision scheduled?: no what is the product's current status: partially explanted, portion remains implanted what is the return status of the device? Disposed images provided 07 may 2026.

Manufacturer narrative:
It was reported that the device was discarded; therefore, no physical analysis of the device can be performed. Additional event information has been requested, specifically patient impact and details of any other devices used during the procedure. To date, no further information has been provided. Customer-supplied images included close-up views of an unknown location on the complaint zipwire. The images show evidence of skive/cut damage to the polymer jacket material, with associated core wire exposure. Fluoroscopic views were also provided, which included annotated (circled) regions highlighting fragments of polymer jacket material reportedly retained in the patient. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing the production operators are instructed to 100% visually and tactilely inspect for any obvious defect, which includes a tactile examination of the entire length of each wire. In addition, during packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As noted in the device instructions for use warnings: · manipulate the zipwire hydrophilic guidewire slowly and carefully in the urinary system while confirming the behavior and location of the wire's tip under fluoroscopy. Excessive manipulation of the zipwire hydrophilic guidewire without fluoroscopic confirmation may result in perforation or trauma of the linings or associated tissues, channels, or ducts. If any resistance is felt or if the tip's behavior and/or location seem improper, stop manipulating the wire and/or catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the zipwire hydrophilic guidewire's tip, damage to the catheter, or damage to the urinary system. If necessary, remove the zipwire hydrophilic guidewire and ancillary device or scope as a complete unit to avoid complications at this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided and the evidence presented, it appears that procedural and/or handling factors have contributed to the event as reported. Lake region medical reviewed the associated risk documentation relative to this product and confirmed that this incident is listed and that it is trending within the established occurrence threshold. Lake region's effectiveness of design verification activities brings the overall risk down to as far as possible. If any further relevant information is provided, a follow up medwatch report will be submitted. Note: although annex g instructions state that with stand-alone devices annex g term should not be used, code 4755 was selected due to component code (g) showing up on the missing data report.